Event description:
Spiderfx distal protection device was seated in the rca during a stenting procedure. While stent was being deployed the distal tip of spiderfx wire broke off and embolized into a small branch. Dates of use: (B)(6) 2017. Diagnosis or reason for use: cad.